Event description:
This rv lead was implanted on (B)(6) 1996 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 201 3 states that impedance measured above 125 ohms on shock impedance. Trending shows usually around 100 ohms ranging from 70 to over 125 ohms. No noise on lead system. Isometrics show clean pace sense channel. Plan was to put a high energy shock through lead system to test and stress the lead or continue to monitor the lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).